Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system. The remote service engineer (rse) confirmed the reported issue. A philips field service engineer (fse) visited the site and confirmed that the system was functioning normally. The fse performed re-create image store, performed a database consistency repair to repair any possible inconsistencies between patient database and image store. The fse ran operational tests and performed multiple fluoroscopy and exposure shots. After the re-create image store, database consistency repair and operational tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's live image was lagging, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.